Event description:
As reported by the field clinical specialist, approximately 3 months post-transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient presented to the physician's office with an elevated gradient of 25 mmhg by echo and mild paravalvular leak (pvl). The patient was brought back into the lab today and scheduled for a balloon aortic valvuloplasty (bav) with a 23 mm edwards delivery system. First, a cath gradient was performed, revealing a peak-to-peak cath gradient of 8 mmhg. The 23 mm delivery system was prepped in the normal fashion and inserted. A balloon inflation was performed inside the previous sapien valve, and the delivery system was then removed. Post-balloon, the patient had trace to no pvl and remained stable throughout the entire procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: health effect impact code, type of investigation, investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients could not be confirmed due to the unavailability of the returned device, relevant imagery, or pertinent medical records. It is possible that one or more patient - or procedure-related factors identified in the technical summary may have contributed to the reported event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.